Event description:
Reporter indicated that the site's programming wand had stopped working. The battery was replaced, but the device would still not turn on or communicate. The device has been returned for analysis, but analysis is not yet complete.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.